Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that the down arrow keypad button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was fully intact. All of the buttons on the keypad were intermittently responsive. Contamination was found under all of the button contacts when the keypad was removed. There was no evidence of internal moisture observed when the pump cover was removed. Unrelated to the original complaint, the display had a discolored contrast, but was still able to be ready. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.